Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of fever and bacterial peritonitis in a patient coincident with extraneal viaflex, physioneal 40 glucose 1.36% and physioneal 40 3.68% for automated peritoneal dialysis (apd). On unreported dates, extraneal was withdrawn, then reintroduced. Physioneal therapy remained ongoing. On an unreported date the patient experienced a fever of up to 37.5-38 degrees celsius. On (B)(6) 2012, the patient experienced bacterial peritonitis manifested with abdominal pain. On that same day she was admitted to the hospital. The root cause of peritonitis was reported to be bacterial of the peptic system. The consumer reported that the patient was treated with a combination of 4 different antibiotics. The antibiotics were not reported. On (B)(6) 2012, the patient recovered from the peritonitis and was discharged from the hospital. Per the consumer, the event of peritonitis was unrelated to dianeal therapy. The consumer declined to provide treating physician's contact details.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.